Event description:
Event description cpi received information that this endotak down-sized plus lead (0125-211922) was explanted three weeks after it was implanted, due to a low impedance reading, below 130 ohms. An invasive procedure was performed and a defect of the lead was found, causing a short circuit. The physician elected to remove the lead and replace it with a new lead of the same model.